Event description:
It was reported that a patient was injured in an ambulance collision while strapped to an ambulance cot. There was patient involvement; however, the patient was not injured as a result of the the ambulance cot that they were strapped to.